Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation¿as it was discarded by the facility. This device is used for therapeutic purposes.

Event description:
It was reported that a female patient who underwent a total thyroidectomy, experienced a bronchospasm post-operatively prior to the removal of a 7mm nim emg reinforced endotracheal tube. As a result, the patient required emergency resuscitation. The surgeon did not feel that it was a result of the emg tube due to the fact that the patient had a medical history of asthma and is a chronic smoker. The anesthetist alleged that the tube was too long and went into the bronchi¿however, after reviewing a CT image taken while the tube was in place, anesthetics believes that the bronchospasm was a result of the tube being placed ¿too deep and too long¿. Upon follow-up, the patient¿s current status was reported as ¿alive and well¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following additional information was received on march 4, 2015¿ the anesthetist did not review the patients CT image of the emg tube placement prior to alleging the bronchospasm was a result of the tube being too long and placed too deep. However, it was confirmed that the surgeon did review the patients CT image postoperatively and stated that the ¿CT¿s showed perfect placement¿. The medtronic sales representative also overheard a discussion between operation room staff, where it was stated that it took 4 minutes to resuscitate the patient.